Event description:
During a laprascopic colecystectomy closing count, the surgical team noted a part of a suture needle had broken off in the superficial tissue area of the upper trocar hole. An eye, scope, and magnet search was performed in the peritoneal cavity and incision site along with x-ray. The surgeon reopened the surgical site and performed additional x-rays. The surgeon was unable to feel or locate the broken needle and patient was closed and sent to recovery. The packaging for needle the sent to biomedical for reporting to the manufacturer and FDA.======================manufacturer response for suture, vicryl with 5/8"circle curved needle, vicryl plus (per site reporter).======================manufacturing issued product incident log number and packaging; sent to manufacturing for evaluation.